Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that nothing changed that led to the shocking and different stimulation. The patient indicated that it had been shocking periodically since the beginning and it had become worse over time. The steps taken to resolve it were that the patient had an x-ray and ¿b program¿. The patient stated that the shocking and different stimulation was somewhat resolved, and it still happened periodically. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation 'felt different' and that it was sometimes shocking them. It was unknown what the cause of these issues were, and the patient just noted that they work many hours at their job. An x-ray was ordered for the patient. The rep was meeting with the patient on (B)(6) 2018, at which point follow-up would be conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.